Event description:
Axonics was made aware on (B)(6) 2020 that patient was feeling pain at the implant site since the date of their implant on (B)(6) 2020. No change in pain when stimulation was off. Implanting physician made a surgical revision of the ipg (neurostimulator) pocket on (B)(6)2020. Original incision was opened and no infected was noted. Physician tunneled superior for the new incision and new pocket site.